Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Investigation summary: bd received one photo for investigation. Evaluation of the photo indicated that the tube contains foreign matter. However, no molding defects could be identified from the photo. A total of (B)(4) retained samples were visually inspected, and no molding defects or foreign matter were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: foreign matter - unknown. This complaint has not been confirmed for the indicated failure mode: molding defect. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using one bd vacutainer® k2e (edta) 10.8mg plus blood collection tubes, the customer noticed pieces of plastic in the tube, and a molding defect with sharp protrusions, resulting in errors on the automated machine. No patient or user impact reported.